Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient was hospitalized for high blood glucose level (600 mg/dl). The patient had symptoms including nausea, vomiting, ketones present, unsteadiness when standing or walking, severe dizziness, light-headedness, severe headache, extreme thirst, excess urination, symptoms of dehydration, rapid deep breathing, shortness of breath, abdominal pain and chest pain. During hospitalization, the patient received fluids via intravenous route and insulin injection. In the hospital, the pump and the infusion set were taken away. The health care profession had noticed that the insertion site was wet and the infusion set had a bent cannula. Two days later, the patient restarted using pump but remained in the hospital. Until that day, the healthcare profession delivered insulin with pen and intravenous fluid. Patient's blood glucose level was 98 mg/dl. Four days after hospitalization, the patient was still in the hospital with decreased blood glucose level. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.